Event description:
The reporter called for his cousin who had gotten the er1 message. While on the phone with the lifescan rep, the cousin did a blood test, and using the confirmation dot, determined the it was darker than the 350 mg/dl when compared to the test strip vial. When the test strip was inserted into the meter, it read er1. The meter memory readings as reported on 9/29/98 were: er1, hi, hi, er1, 429, er1, 88, 165, 119 and 130. The lifescan rep recommended that he seek medical attention.